Event description:
Treatment of a fusiform/ amorphous large aneurysm measuring 10.15mm x 7mm in the ophthalmic/supraclinoid segment of the ica (internal carotid artery). During the procedure, it was reported that the physician attempted to deploy the pipeline on the outer curvature of the vessel wall and the pipeline began to flatten with this technique. After failed attempts to open the pipeline were made by using common deployment techniques, the device was corked and removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).